Event description:
In 1991, bilateral breast augmentation with saline implants - above the muscle. Now has grade iii ptosis bilaterally. In 2007, pt underwent bilateral removal of implants. Bilateral breast augmentation with gel implants and bilateral mastopexy. Implants removed intact - no apparent leaks etc.